Event description:
Customer reported two blood leaks with the CT 190g dialyzer. The blo0d leaks were noted in october 2001. The use numbers of these dialyzers was not known by the customer. Patients experienced approximately a 250 cc blood loss. The blood leaks were visually observed and noted by a blood leak alarm. Positive hemastix results confirmed the blood leaks. New blood lines and dialyzers were set-up and the treatments continued without further incidents. No patient injury or medical intervention was reported by the customer.